Event description:
It was reported by service report that the brakes could not engage. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.